Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor zero adjustment failed" message. There was no patient involvement when the issue occurred. No patient or user harm reported. During troubleshooting, it was recommended to replace the data acquisition board. A service engineer (se) evaluated the device and confirmed the customer's allegation (the pressure sensor near the ventilator failed to be zeroed). The se reported that the device was tested (power connection oxygen test), and the pressure sensor near the ventilator failed to zero. It was reported that the data acquisition (da) plate had poor contact. The se reinserted the da board, and the issue was resolved. The device was returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.